Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred and the patient had a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, around 01:00pm, the cgm display showed ¿sensor failed, replace sensor now¿. The patient experienced being thirsty at that moment and decided to self-treat with insulin. At 02:00pm the patient decided to go to the hospital and was brought by her boyfriend. At the hospital, the patient would have been diagnosed with diabetic ketoacidosis. The patient received intravenous treatment with insulin and glucose at some point. The patient recovered after treatment and was discharged after spending around 21 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.